Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. Reportedly, the customer stated that the outlets are fine as other devices worked when plugged into those outlets. There was no reported impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump until replacement pump is received.